Manufacturer narrative:
Continued d.1, d.2a, d.2b, d.4: device type was unknown. Defaulted to saline. Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted and replaced with allergan device.